Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep was not sure about the cause of the time change but the patient did not realize that the hd program depleted the battery so quick. She was not charging enough. Advised patient on how often to charge. The issues have been resolved. The provided information was confirmed by the physician/account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the battery is not holding charge. This has started to change over the past couple of months. The rep stated that when he interrogated with clinician programmer the message said that the implantable neurostimulator (ins) was discharged and needed to be charged. Rep attempted to interrogate without charging and was able to connect to the battery. Rep stated the charge level on the clinician programmer was 100%. Rep called back and confirmed that the patient programmer and implantable neurostimulator recharger (insr) all consistent and showing 0% charge level. Patient claimed to have charged last night for 3.5 hours and that she did not feel stimulation when they woke up today ((B)(6) 2018). The current parameters are 9.9 v 1000hz 90us therapy impedance: 677 ohms. The recharger interval calculation is 1.05 days. The following recharge information was provided: (B)(6) duration 0 hours percentage charge at end of session 100%, (B)(6) duration 4.2 hours percentage charge at end of session 100%, (B)(6) duration 3.4 hours percentage charge at end of session 100%, (B)(6)duration 0.9 hours percentage charge at end of session 50% 3/28 duration 1.4 hours percentage charge at end of session 100% rep called checked the date and time on the ins, the date was correct but the time was set to 7' o'clock. The rep corrected the time. Rep is going to charge with the patient and also programmed some alternative setting son the ins. No further patient symptoms or complications were reported in this event.